Manufacturer narrative:
Device analysis: as no device was received for analysis it is not possible to perform any inspections on the device. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is not able to be determined. Product unavailable for analysis

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. A 2.5x12mm taxus liberte drug eluting stent had been selected and advanced into an unspecified type of guide catheter. It was noticed that the distal end of the stent appeared to have stent struts sticking up. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".